Event description:
It was reported that double beep with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. During investigation found fluid ingression on the downstream occlusion sensor. Replaced defective downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. D4: correction: model number: 6400. D5: correction: operator of the device: other. E4: correction: customer reported to FDA: no information.